Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads, and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nformation received by medtronic indicated that the insulin pump had moisture under screen, crack in left corner. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.